Manufacturer narrative:
Concomitant medical products and therapy dates: model: unknown, scs lead, therapy date: unknown, model: unknown, scs extension, therapy date: unknown

Event description:
Device 1 of 3 reference MFR. Report#: 1627487-2019-11542; reference MFR. Report#: 1627487-2019-12276. It was later determined the patient's extension had also been explanted.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. Concomitant medical products and therapy dates: model: unknown, scs lead, therapy date: unknown. The event date is unknown.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-11542. This report is related to a (B)(6) patient. It was reported the patient lost therapy. In turn, an exploratory surgical procedure took place and no anomalies were found but high impedance was present. Subsequently, the patient underwent surgical intervention. During the procedure, troubleshooting attempts/scenarios were undertaken to investigate and address the issue but were unsuccessful. As a result, the physician decided to explant and replace the patient's ipg and lead. Therapy was restored post-op.

Manufacturer narrative:
The reported high impedance / loss of therapy was not confirmed. Analysis of the returned ipg found it passed all functional testing on the ate, which specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2019-11542. Reference MFR. Report#: 1627487-2019-12276.